Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Da vinci radical prostatectomy - "trocar was inserted. After removal of the obturator, the cap with the seal separated off the cannula. In several trials, it was not possible to attach the cap to the cannula." Patient status "ok."

Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering no visible damage to the unit and noted the seal sub-assembly was intact. Engineering attempted to separate the seal housing form the cannula and found the device functioned properly and met design specifications. The root cause of the incident could not be determined, as engineering was unable to replicate the incident. Although the exact root cause of the experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found no visible damage to the unit and noted the seal sub-assembly was intact. Engineering attempted to separate the seal housing form the cannula and found the device functioned properly and met design specifications. The root cause of the incident could not be determined, as engineering was unable to replicate the incident. Although the exact root cause of the experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.